Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant was not reported. The patient presented at a routine follow-up. The recent CT revealed that there was hostile looking thrombus inside of the bifurcated stent graft. The patient was asymptotic but wanted to implant an aortic cuff if necessary. Ivus revealed that there was severe thrombosis in the stent graft. An occlusion balloon was placed in contralateral side to prevent any showering of thrombus and an endurant 23x23x49 endurant aortic proximal cuff was implanted to cover the thrombosis. The occlusion balloon was deflated and ivus was performed bilaterally. Ivus confirmed the severe thrombosis was covered and a film angiogram confirmed all vessels patent and now issues with flow. No additional clinical sequelae were reported and the patient is fine.